Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2211503 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant sleeves on a 5f mynx control vascular closure device (vcd) separated in two pieces when inserting the device into the non-cordis sheath; therefore, the product was not available and manual compression was performed for 20 minutes and recovered. Also, the sealant was not deployed even though button 1 was depressed stiffly, with force. It remained attached to the shaft. There were no reports of patient injury. The tension indicator was aligned with the markers on the handle halves before attempting to deploy. There were no kinks in the sheath or device after removal. The tension indicator displayed a ¿clock symbol¿ after button # 1 depression. The 5f mynx control vessel closure unit was stored, prepared and used in a trans-arterial chemoembolization (tace) procedure, in accordance with instructions for use (IFU). Patient information was not unavailable. There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. Image review demonstrates the distal portion of a mynx control vascular closure device. The sealant sleeves appear to be frayed and the sealant is exposed to blood. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3, h6, and h10. Complaint conclusion: as reported, the sealant sleeves on a 5f mynx control vascular closure device (vcd) separated in two pieces when inserting the device into the non-cordis sheath; therefore, the product was not available and manual compression was performed for 20 minutes and recovered. Also, the sealant was not deployed even though button 1 was depressed stiffly, with force. It remained attached to the shaft. There were no reports of patient injury. The tension indicator was aligned with the markers on the handle halves before attempting to deploy. There were no kinks in the sheath or device after removal. The tension indicator displayed a ¿clock symbol¿ after button # 1 depression. The 5f mynx control vessel closure unit was stored, prepared and used in a trans-arterial chemoembolization (tace) procedure, in accordance with instructions for use (IFU). Patient information was not unavailable. There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. Image review demonstrates the distal portion of a mynx control vascular closure device. The sealant sleeves appear to be frayed and the sealant is exposed to blood. The product was returned for analysis. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, button 1 and button 2 were not depressed with the stopcock open. The sealant was exposed to blood, swelled, and the sealant outer sleeve assembly was observed to have been kinked/bent. No damages to the atraumatic tip were observed. The involved procedure sheath was not returned; therefore, the compatibility of the sheath used with the returned device cannot be verified per the mynx control instructions for use (IFU). In addition, a picture was received for evaluation. Review of the picture shows the distal portion of a mynx control vascular closure device in which the sealant appears to be exposed to blood and swollen. The sealant sleeve assembly appears to be damaged and opened which may have been attributed to the swelled sealant. The atraumatic tip appears to be free of damage, and the balloon is fully deflated. Per dimensional analysis, the slit length was verified and noted to be within specification. The overall length of the outer sleeve assembly was measured and noted to be within specification. Per functional analysis, a simulated deployment test was performed, and both buttons 1 and 2 were able to be fully depressed to deploy the sealant; however, the force required to deploy the device was greater than expected. The results confirmed the user complaint. Per microscopic analysis, visual inspection at high magnification showed that the sealant sleeve assembly was not separated but kinked/bent. The sealant was observed in the manufacturing position, exposed to blood, and swelled which may have caused the sealant sleeve side slits to open. A product history record (phr) review of lot f2211503 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿mynx control sealant sleeves separated-in patient¿ was not confirmed during analysis of the returned device. However, visual inspection of the returned device revealed that the sealant outer sleeve assembly was kinked/bent with the side slits slightly open, which may have contributed to the reported incident. It should be noted that mynx control device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. Please note that the slits in the sealant outer sleeve assembly are not a product defect. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the sealant sleeve assembly and is protected by the sealant sleeve assembly from being exposed prematurely. If the sealant sleeve is damaged/kinked during the device insertion into sheath, that could cause the sealant exposed/swelled, and/or obstruct the device path and prevent the device from being inserted into the procedure sheath. Procedural factors and handling process may have contributed to the reported event. The reported ¿mynx control system deployment difficulty-unable¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. The reported ¿mynx control button 1 actuation difficulty was confirmed during analysis of the returned device. The product analysis suggests that the event experienced by the customer may be associated to the manufacturing process. Therefore, a risk assessment has been initiated for further investigation.